Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip would not close properly. The case was completed with another device and with no consequence to the pt.